Manufacturer narrative:
Device was used for treatment, not diagnosis. Medical device: UDI (B)(4). Upc: 312547235976, lot number: ni, exp: ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported an event with listerine sensitivity zero alcohol mouthrinse fresh mint. Consumer stated that his tooth fell out because of using listerine. No additional information was provided by the consumer.